Manufacturer narrative:
A device history records review and sterilization documentation review was conducted based on the lot number provided and they were found to be complete and accurate. Device samples not provided. Complaint data review was conducted and no adverse trends observed. The root cause of the reported urinary tract infections could not be determined. Causation has not been established. This product is not sold in the united states. This product is similar to 70124 vapro catheter sold in the united states.

Event description:
It was reported that an end user who had been using the vapro pocket intermittent urethral catheter for 1 year received the vapro hydrabalance product and had been using it for 2 days when he found it difficult to insert and experienced stinging on withdrawal. It was further reported that he adjusted his catheterization technique, and the issue resolved. It was then reported that he developed a uti and with that there was some discomfort. Additionally, it was reported that he started antibiotics.